Event description:
It was reported that the patient experienced a shocking or jolting sensation when yawning. It was noted that actions were planned but not yet taken and included ¿not sure yet, but possible loose connection.¿ it was noted that diagnostic testing and troubleshooting performed included massaging of connections and checking of impedances. It was noted that the issue was not resolved and that the cause of the issue was undetermined. It was noted that the patient status at the time of report was alive with no injury. It was noted that there was not patient symptoms or complications associated with this event. Additional information received reported that the device sends an electric shock down the patient¿s left arm when he yawns. It was noted that the history was 2 months. It was noted that it was instantaneous and could not be repeated or reproduced by palpitating the circuitry. It was noted that impedances were variable. It was noted that the initial post-op impedances were all in range. It was noted that impedances were tested while sitting, left arm up, and pressure on the extension site, and pressure on the implantable neurostimulator (ins) site. It was noted that while the patient was sitting ch1 was out of range and that 0+3 was 4534 and 1+3 was 4131 and that the rest were in range. It was noted that on ch2 had reported impedances ranging in value from 2874 to 7281. It was noted with the left arm up ch1 was out of range with reported values ranging from 2345 to 4648 and ch2 reported values ranged from 2874 to 7211. It was noted that the values reported for pressing on the ins ranged from 2315 to 4507. It was noted that ch2 reported values ranged from 2874 to 7211. It was noted that values reported for pressing on the connector site for ch1 ranged from 2286 to 4522 and that the reported values for ch2 ranged from 2798 to 6756. It was noted that the ch2 values were the most variable when comparing them between positions and ¿that they were the most high too.¿ it was noted that therapeutic impedances are within range and that the patient¿s therapy was good.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still getting shocked when yawning. It was noted that the impedances alter when pushing on the implantable neurostimulator (ins) but do not go out of range.